Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had trouble with the wound site and dehisced. Patient said it got infected and they had a bad wound. Patient also said the therapy is not working so great and it is a little uncomfortable and they are having trouble going to the bathroom. Patient mentioned that they have lost 15 pounds since the implant was put in. Patient stated that they feel stinging in their groin. Patient stated that they can feel the stimulation at certain positions but it is painful. Agent asked when the issue started and patient said right after surgery. Patient stated that they think they rejected the antibiotic pouch because it kept opening up for months and at random times and it leaked out a bunch of fluid. Patient has been seeing the urologist for it but they hadn't adjusted anything because they don't know how to. Agent reviewed therapy information and general programming guidance and advised patient that they can change the program but it is up to them of what program to choose. Patient was able to connect to their settings and see the programs but they did not change it yet as they have to go. Patient was redirected to their doctor if the issue persists.